Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was damage to the reservoir compartment; the customer was unsure if the reservoir locked in properly. The patient's blood glucose at the time of incident was 135 mg/dl. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received a broken reservoir tube lip however, the test reservoir stay locked in place noted. The insulin pump had cracked battery tube thread, cracked case near display window corners, cracked on display window and minor scratches on the display window noted.